Event description:
During a coronary stenting procedure, the physician was withdrawing the 2.5 x 18mm cypher stent delivery system (sds) when it broke in two. Per report, there was not a lot of torque used. The procedure was successfully completed with another cypher stent. There was no pt injury. The system had appeared intact when removed from the package. There was no info available on vessel or lesion morphology.